Manufacturer narrative:
Device is not available for evaluation. If additional information is received it will be reported on a supplemental report.

Event description:
It was reported that a revision surgery was performed to remove the devices due to patient presenting with an infection.

Manufacturer narrative:
The reported event can be confirmed as the surgeon sent the patient scan that showed the left tmj devices were removed. Moreover, the surgeon submitted an order for new bilateral tmj devices. The surgeon did not report any device failure, malfunction, or other performance issues. The device was sterile before the surgery and no irregularity was reported. Based on the investigation, there is no indication of an incorrectly working product or any design, material, or manufacturing-related issue.

Event description:
It was reported that a revision surgery was performed to remove the devices due to patient presenting with an infection.